Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a pulmonary vein isolation procedure, after performing a cardioversion, the patient was found to have an acute pericardial effusion. Additionally, hypotension was observed, and resuscitative measures were initiated. The patient ultimately expired.